Event description:
My mother was using a trilogy 100 ventilator and I received a recall notice in the mail today which is dated 10-17-2021, and it listed a bunch of symptoms from the breathing machine failing on its filter system. My mother had all these symptoms. Before she wound up succumbing to pneumonia which I believe was brought on by kidney problems and the like not sure if I can put a phone number in here but I'm going to. My name is (B)(6), my mother's name was (B)(6), my phone number is (B)(6). They could not find any symptoms of flu or nothing with my mother, but they had recently changed her machine to a new machine and she developed all these symptoms of itching and everything that was listed on this paper, I have which includes skin irritation, headaches everything they listed. My mother was suffering through before she passed away for somewhat no reason she did have copd but was doing well seems that she just all of a sudden. Now the blue couldn't figure out why she fell ill, and died a week later. I don't have any of the data because we had returned the machine. I do have a printout but I'm not sure what it all meant or will it matter because the particles are the problem. She may have been breathing particles from the machine that caused these problems. Anything to help in this matter would be greatly appreciated. I would like to figure out the reason why my mother may have passed away. Thank you. FDA safety report ID# (B)(4).